Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the device, physio-control observed internal electrical leakage that has the potential to deplete the internal hybrid layer capacitor (hlc) batteries, which could inhibit the device's ability to provide defibrillation therapy, if necessary.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to an electrically leaky filter, designator fl9, from the analog pcb assembly. The leaky filter depleted the internal hybrid layer capacitor (hlc) batteries of the device. The device would power on, charge and shock, during testing. Physio also observed one (1) tin whisker on the charge-pak flex cable assembly; however, there was no evidence that it caused, or could cause, a short. The customer was provided with a replacement device.